Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phaseal¿ injector luer lock leaked. The following information was provided by the initial reporter: " a large amount of the anticancer agent then leaked from around the injection. "

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 23-jun-2022. H6: investigation summary one injector and syringe along with one connector were provided to our quality team for investigation. After visual inspection, no issues were observed with the injector or syringe, however, it was observed that the membrane was not properly assembled onto the connector body, therefore the system was open and leaked when used. A device history review was performed for connector lot 2109219 and injector lot 2110001, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Five retained samples of connector lot 2109219 were used for additional evaluation, no damage or defects were observed and all membranes were verified to be properly assembled. Assembly of the membrane is performed manually. A detection system is used to verify the proper welding and location of the membrane. All quality records verify the inspections were performed according to procedure. While we cannot identify a direct issue, it was determined this incident is due to the operator not properly welding the membrane onto the connector body and the detection system also not identifying/rejecting the impacted piece.

Event description:
It was reported that bd phaseal¿ injector luer lock leaked. The following information was provided by the initial reporter: " a large amount of the anticancer agent then leaked from around the injection. "